Event description:
Patient with pancreatic cancer had permenant metal wall stent placed in common bile duct in 2006. They are not supposed to migrate in the duct but was almost completely out and had to be removed and a new one was placed.